Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this complaint is a known physiological effect of the procedure and is noted within the dfu. (B) (4). Product unavailable for analysis

Event description:
(B) (4) peripheral cutting balloon registry. Same patient as MFR report #'s 2134265-2009-04346 and 2134265-2009-04348 it was reported that in (B) (6) 2004 the patient underwent treatment with the peripheral cutting balloon for one lesion. One lesion was described as arteriovenous fistula (avf). The lesion was moderately tortuous and severely calcified and was restenotic post pta. The lesion was 10mm in diameter and 2 mm long with 80% stenosis before treatment. After treatment stenosis was reported as 30% and the lesion morphology was eccentric tight stenosis. The patient had the first follow up visit in (B) (6) 2005, the target lesion did not remain patent. In (B) (6) 2005 due to the target lesion not patent and restenotic, an intervention as conventional angioplasty of the target lesion occurred. The next follow-up visit was done in (B) (6) 2005. The target lesion was not patent and was restenotic. An intervention reported as conventional angioplasty of the target lesion occurred in (B) (6) 2005. The last follow-up visit was done in (B) (6) 2005. The target lesion was not patent and was restenotic. An intervention reported as conventional angioplasty of the target lesion occurred in (B) (6) 2005.